Manufacturer narrative:
The device is not available for evaluation. Without the return of the device we are unable to complete an investigation of the reported event. A device history record review was completed and documented that the device met specification upon distribution.

Event description:
It was reported that the product "tear up" when it passed to the point of "suture". There was no patient complications reported. Several attempts have been made for additional information; if additional information is provided a supplemental report will be submitted.